Manufacturer narrative:
The 2.9 powermini cutter blade was returned for evaluation. Visual inspection of the inner blades confirmed debridement at their distal tips. Functional inspection was performed and the inner blades would not rotate freely within the outer blade. The blade was also observed to be bent. This bend in the outer blades caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to the reported shedding. All indications point to excessive lateral load during device rotation. After evaluation the root cause of the reported incident is user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a wrist arthroscopy procedure, the shaver began to expel metal shavings and eventually locked up. This occurred with two consecutive shavers in the same case. Additional information received indicated there was no report of anatomy or procedure exceptions, or more force required on the device used in this procedure than typical. The surgeon was confident all pieces were removed from the surgical site. A back-up blade was used to complete the procedure.

Manufacturer narrative:
(B)(4).